Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-641a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap shows a crack at the fiber/cap fusion zone; the glass cap exhibits mild devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, with 165,124 joules used and 18:02 minutes of use, it was noted that the fiber was ¿defective¿. The procedure was completed with a second fiber. Patient outcome: "no patient or user complications"